Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was determined some maintenance actions were overdue and the laboratory water quality was not being monitored. These were possible causes for the issue. The calibration and qc data provided was acceptable and did not indicate any issues.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys hcg + beta test system result for two patient samples. Patient 1 results were 3.51 miu/ml, 97.77 miu/ml, 6.60 miu/ml, and 3.28 miu/ml. Patient 2 results were 75.47 miu/ml, 0.758 miu/ml, and 5.25 miu/ml. No erroneous result was reported outside the laboratory. There was no allegation of an adverse event. The reagent lot number was 210151. The expiration date was requested but was not provided. Carryover from a previously tested high sample was suspected. Analyzer performance testing was acceptable.